Manufacturer narrative:
The customer declined ge service citing covid. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error during pre-use checkout that results in elevated co2. There was no patient involvement.